Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during insulin delivery. The customer was not able to load another cartridge. The customer's blood glucose level was 87 mg/dl. The customer was to use a non-tandem pump to manage diabetes.